Event description:
The patient's left hip was revised due to mechanical complications. The surgeon commented that the head was the subject device.

Manufacturer narrative:
No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The patient's left hip was revised due to mechanical complications. The surgeon commented that the head was the subject device.

Manufacturer narrative:
It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained the device.